Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion and tamponade due to post-operative, perforation of lateral right atrial wall. It was reported that on returning to the ward post successful implantable pulse generator (ipg) system implant, the patient had a cardiac arrest. Echocardiogram (echo) revealed moderate volume effusion, causing tamponade and pulseless electrical activity (pea). Pericardiocentesis was performed, with further echo showing no burden of fluid. Approximately, a half an hour later, the patient had a second cardiac arrest. Pericardiocentesis was re-attempted, rapid, large volume blood loss, resulted in a sternotomy procedure revealing full thickness right atrial (ra) lead perforation of lateral atrial wall. The perforation was stitched and ra lead retracted and removed. A pin was placed in the ra port of the device and the ra lead will not be replaced in the future. No further patient complications have been reported as a result of this event.